Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the cath lab "vacuum was pulled through balloon" and the md inserted the sheath. As the md was inserting the intra-aortic balloon (iab) into the sheath, it became stuck "halfway into the sheath." The md removed the iab and sheath as one unit. Another iab was inserted without difficulty.